Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced syncope episodes with three seconds pause in pacing. Technical services (ts) found no evidence of oversensing and troubleshooting was provided. This device remains in service. No adverse patient effects were reported.